Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of non-sustained oversensing due to post-paced t-wave oversensing was noted on the device. Reprogramming is anticipated to resolve the event, however, no intervention has been performed. The patient was stable with no consequences.